Manufacturer narrative:
(B)(6). Correction number: 2531779-03/24/2010-003-r. Device evaluation: the pump has been returned and evaluated by product analysis on 07/13/2011 with the following findings: evaluation revealed that the force sensor was out of calibration, and a damaged force sensor plate was observed. Unrelated to the keypad complaint, evaluation revealed a discolored display screen, which has no effect on insulin delivery function. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.

Event description:
The pump was returned to animas for investigation. Evaluation revealed that the force sensor was out of calibration, and a damaged force sensor plate was observed. This report is made based on results of investigation completed on 07/13/2011.